Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The target lesion was located in a moderately calcified superficial femoral artery. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation at 6 atmospheres when inflated for 6 seconds. The device was removed without any problem by normal method and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition after the procedure.